Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: undersized stent deployed in vessel requiring a second larger stent. Device issue: there was no device malfunction reported. It was reported that the physician called for a 3.5 mm diameter stent and the staff handed him a 2.5 mm diameter stent. The 2.5 x 23 mm promus stent was deployed, but it wasn't well apposed. Another company's 3.5 mm stent was deployed within the previously implanted 2.5 mm promus stent to get the 2.5 to fully apposed in the lesion. The case was completed successfully. There were no pt effects reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.